Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the auto test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no report of patient involvement.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:1218950-2016-05481 was submitted.